Manufacturer narrative:
Email address for contact office is (B)(4). The investigation has determined that two non-reproducible, higher than expected, vitros tropi es results was obtained from two different patient samples when tested on two different vitros 3600 immunodiagnostic systems. The most likely assignable cause for both higher than expected vitros tropi es results is instrument related. A within run vitros tropi es precision test performed by the customer on both instruments was outside ortho guidelines indicating that both vitros 3600 immunodiagnostic systems were not performing as expected at the time of the events. An ortho fe performed cleaning and maintenance actions on both instruments which included incubator cleaning and replacement of signal reagent tubing, the signal reagent dispensing tips and probes. Following service actions, acceptable within run precision and qc fluid performance was obtained on both instruments, indicating the vitros 3600 immunodiagnostic systems were now performing as expected. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systemic issue with vitros tropi es reagent lot 3720.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected troponin I results obtained using vitros troponin I es (tropi es) reagent on two different vitros 3600 immunodiagnostic systems (j1 and j2). Patient sample 1 result of 0.700 ng/ml versus the expected result of <0.012 ng/ml (j1). Patient sample 2 result of 0.333 ng/ml versus the expected result of <0.012 ng/ml (j2). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result for patient 1 was not reported from the laboratory. The non-reproducible, higher than expected, vitros tropi es result for patient 2 was reported from the laboratory. No treatment was initiated, altered or stopped based on the reported tropi es result and ortho has not been made aware of any allegation of patient harm for either patient, as a result of these events. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).